Event description:
It was reported to vyaire medical the unit showed a blank screen while in use on a patient. No health consequence or impact reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Use of the unit logs assisted in determining the cause of the reported issue. No health consequence or impact reported. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical's technical support team was able to confirm the customer's reported issue by utilizing the log file analysis tool. Technical support sent a request to customer service team to replace the main electronics under warranty and ship to the customer.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Additional information from the customer indicated that there was no patient associated with the reported event. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. As a resolution, vyaire tech support requested cs team for the shipping a new main electronics under warranty.